Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. Investigation revision: following reception of the service report. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event could not be reproduced. The device only needed preventive maintenance. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: during infusion - pump will randomly state "close door and insert line" and we open the pump, reattach the line, and it can be stuck on pump error for a few mins. Then we even have to restart the pump. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.